Manufacturer narrative:
Additional information: h3, h4, h6, and h11. H4: device manufacture date ¿ the lot was manufactured in june 2024. H11: the actual device was not available; however, photographs of the sample and retention samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there was particulate matter. The retention samples were visually inspected, and no obvious issue/damage were detected. The retention samples were conforming as per product specifications. The retention samples were also gravity tested in the laboratory and then leak tested under water, and no leaking was observed. The reported condition was verified in the returned photographs. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an easy flow ultra-set had black residue in tubing. This was noticed during visual assessment of fluid bag while preparing for surgery. The device contained 0.9% sodium chloride. There was no patient involvement. No additional information is available.